Event description:
Boston scientific received information that lead safety switch occurred on this right atrial lead. The field representative performed a reset on this lead and noted that the pacing lead impedance measurement was at 19 ohms then went up to 670 ohms for a few times. Normal threshold values were observed at 0.8 volts at 0.5 ms. Additional information was received indicating that the patient was sent to an electrophysiologist for further evaluation and will be continuously monitored for now. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.